Event description:
Procedure type: laparoscopic living donor nephrectomy. According to the reporter: during the procedure, the grip force became weak and the device could not cut well. A new one was opened to complete procedure. There was oozing. No tissue damage. No additional tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).